Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 26th february 2009 and passed self-tests up to the 20th may 2012. An in-range patient impedance was detected during this time, three shocks were delivered. The device failed a self-test due to a low battery on the 27th may 2012. An increase in voltage suggests a further pad-pak was installed on the 7th june 2012. Multiple manual power ups mainly of 10 minutes duration were recorded between the 20th june 2015 and the 4th september 2015. The pad-pak became depleted and a further pad-pak was installed during this time. No further data was recorded. The user accessible memory was erased prior to the 1st may 2012. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.